Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. An 8.0-21 carotid wallstent was advanced for treatment. However, during stent deployment, severe resistance was felt. Upon removal, resistance was also encountered. The device was fully reconstrained when removed and the procedure was completed with another of the same device. No patient complications were reported.